Manufacturer narrative:
Initial reporter phone (B)(6); removed for failing electronic submission. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit didn't start up by pressing the power button. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the component failure u11 prevented the ventilator to power on.